Manufacturer narrative:
Unit received with detached/cracked end cap. Unable to perform any testing including the displacement and rewind test due to detached/ cracked end cap. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backside of insulin pump was loose. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. Customer stated insulin pump was not delivering insulin. The insulin pump will be returned for analysis.